Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was not returned for evaluation; therefore, an evaluation after three good faith attempts (gfes) were made, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a programmable hakim valve (ID 823111) was implanted on (B)(6) 2025, with a pressure surge of 140 mmh2o. The patient quickly developed severe overdrainage. After reprogramming, the valve reset itself again, therefore, the valve was replaced on (B)(6) 2025, due to suspected malfunction.